Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr park 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #(B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-relate failure. As part of all complaint investigation, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the evaluation of the image provided, the reported event could be confirmed. The image shows that one end of the stent did not expand to its full diameter as the radiopaque markers got caught into each other. Potential factors that could have led or contributed to the event have been evaluated. The reported event was found to be an isolated incident. Therefore, no previous investigations of similar complaints could have been reviewed. The event may be associated with difficult anatomic conditions. Highly calcified vessels may be a contributing factor. Furthermore, the reported application represents an off-label user of the device which is considered another contributing factor to the reported event. On the basis of the info and the image provided, a definite root cause could not be determined.

Event description:
It was reported that a part of the vascular stent could not be completely expanded during deployment in the left iliac vein. An unsuccessful attempt was made to fully expand the stent by using a balloon. The physician completed the procedure and the patient was treated with anticoagulants. There is no report of patient injury.